Event description:
The advocate alleged the customer's contour meter read 100% different when compared with her doctor's meter. The advocate was unable to provide either of the glucose readings. It's also not known if the contour meter read high or low compared to the other meter. Depending on the readings, the difference could fall in the "c" zone (or higher) of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for evaluation. Replacement test strips were sent to the customer.